Manufacturer narrative:
(B)(6). Concomitant medical product: unknown persona femoral, catalog # unknown, lot # unknown; unknown persona tibial tray, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policies. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06194, 06196, 06197. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, following a knee arthroplasty, the patient was revised due to infection. Stage 1 knee mold spacers were used to complete the procedure. No further information has been provided.